Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had holes in the hose by the muffler and was leaking oil between the housing and the swivel. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the oil leak was because the housing was loose. The assignable root cause was determined to be due to user error, abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had holes in the hose by the muffler and was leaking oil between the housing and the swivel. The event was not reported to have occurred during surgery. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.